Event description:
Patient called while in the middle of her infusion stating that her hizentra is leaking from the part that her sub-q needle set is connected to her f-tubing. She stated that a pool of medication has fallen onto the table and she is concerned about risk of infection from continuing to infuse. Inquired if connection was secure and pt said infusion started out fine and then started leaking. She has about 5 grams/25ml left that will not be infused. Partial dose missed; no adverse event reported from partial missed dose. Unknown if defective product on hand for return. Made outbound call to md to inform them of the situation and if they could provide a makeup dose. No further information was provided. Used to infuse hizentra at above dose/frequency. Reported to (B)(6) by pt/caregiver.